Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation of the contested instrument showed that the screws were indeed loose. The screw caulking was not executed correctly, and this complaint was deemed indeterminate.

Event description:
It was reported that some screws came loose. The screws of the holder were not riveted. This is report 1 of 1 for complaint (B)(4).